Event description:
Related manufacturer reference number: 2017865-2023-11660. It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise. No programming changes were and the patient continued to be monitored. The patient was stable throughout.